Event description:
The plaintiff's attorney alleged that the decedent experienced shortness of breath on (B)(6) 2009 after the use of the product and on (B)(6) 2009, decedent went into cardiac arrest and subsequently expired.

Manufacturer narrative:
This is one event of two events reported for the same patient involving two separate products; associated MDR numbers 1225714-2014-00038, 1225714-2014-00039, 1225714-2014-00040 and 1225714-2014-00041.